Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in the air/water cylinder and channel due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was an aspiration problem with the video scope. The issue was found during inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was foreign material in the air/water tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; the air/water tube had remains of white foreign material. Additional findings include; the switch box had a scratch and suction cylinder had no color. The air/water cylinder had foreign object and plastic distal end cover had a burn. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.